Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. The customer stated that she changes her infusion set every 3 to 3 1/2 days. It was explained to the customer that the infusion sets needed to be changed every 2 to 3 days. The customer also stated that she recently lost 20 pounds and is leaner. The customer further stated that she had continuous beeping from the insulin pump that could not be cleared, but it stopped on its own. Programming is correct and troubleshooting was performed. The insulin pump passed the fixed prime, self test, and high pressure test. Nothing further was reported.